Event description:
It was reported that the pump was removed shortly after implant because the "leads kept falling." Specific details were not provided. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).